Manufacturer narrative:
As reported in the literature by wei, x., et al. (2019). A retrospective study comparing the effectiveness and safety of exoseal vascular closure device to manual compression in patients undergoing percutaneous transbrachial procedures. Annals of vascular surgery. Doi: 10.1016/j.avsg.2019.06.031; after use of an exoseal vascular closure device (vcd) one patient bled required a blood transfusion within seven days post procedure. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Event description:
As reported in the literature by wei, x., et al. (2019). A retrospective study comparing the effectiveness and safety of exoseal vascular closure device to manual compression in patients undergoing percutaneous transbrachial procedures. Annals of vascular surgery. Doi: 10.1016/j.avsg.2019.06.031; after use of an exoseal vascular closure device (vcd) one patient bled required a blood transfusion within seven days post procedure.